Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the alarm is not working at all.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the power switch short circuited causing the unit not to start, which would also cause the alarms not to function, which confirms the original complaint issue.

Event description:
Provider states the alarm is not working at all. Per the independent repair center, the reason for repair is the unit will not start. The key failure is the power switch has a short circuit.